Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) corrected data: h4 (device manufacturer date) h10: additional manufacturer narrative: the device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of calcification could not be confirmed by product evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including dyslipidemia, diabetes, coronary artery disease, and renal insufficiency.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 79-year-old patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and nine (9) months due to calcific degeneration leading to high gradients. On echo an ejection fraction (ef) of 60% and gradients of 87/59mmhg were observed. The previous month the patient became symptomatic and presented with shortness of breath. A 23mm transcatheter heart valve was implanted within the pre-existing surgical edwards valve with no reported complication for the patient who was noted to be well throughout and after the procedure.